Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an air bubble in the infusion set tubing. There was no impact to the customer's blood glucose level. Recommendation was made to prime the tubing until air is removed.